Event description:
Event description boston scientific received information that battery voltage of this cardiac resynchronization therapy defibrillator (crt-d) measured 3.07 volts in storage mode. The box label states a 3.25 volt for beginining of life (bol) storage mode. The device was not used, and was sent back to boston scientific for analysis.